Event description:
An 80-year-old male with postcardiotomy cardiogenic shock (pccs), with a pre-support clinical state consistent with scai shock stage d, was supported with an impella cp 5.5 device implanted via direct surgical access to the left aorta. During support, the patient was diagnosed with a stroke identified on CT imaging. The impella pump was reported to be functioning as intended at the time of the event, and no device alarms or performance issues were noted. Additional information received on 04/27/2026 via email indicated that the stroke had not resolved and that no specific treatment was provided. The device was not removed due to any failure mode and remained in place until the patient was successfully weaned and the device explanted on (B)(6) 2026 at 8:45 am. Contributing clinical factors included a prolonged bypass run, ongoing shock, and coagulopathy.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.